Event description:
It was reported that lead was having high right atrial thresholds. The lead was explanted and replaced by another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the proximal lead segment was returned and analyzed. There were no anomalies noted.